Event description:
It was reported that the device exhibited a watchdog error with primary audible alarm and task timeout. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. If reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found all intact. Top and bottom cases were in good condition. No visible contamination. There was evidence of the error recorded in the event history log. The reported problem however was not duplicated during testing. The investigation was unable to determine (intermittent error) cause of the reported problem as no external damage or contamination to the interconnect board or speaker was found. The speaker was replaced as preventative measure. No fault was found with the device. The root cause was undetermined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Corrected data: correction: d4: model number: 4000.